Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available, consequently, based on very limited information it is not possible to comment on the pain, the ivc filter which allegedly stuck through the field caval wall and into the aortic wall approximately 2 months after filter placement and the difficult but successful filter removal because of filter hook embedment approximately 7 months after filter placement. Also, it is not possible to comment on the alleged extreme pain and suffering which the patient has endured. However, the investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migration and perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: "plaintiff underwent placement of a cook celect inferior vena cava ("ivc") filter at (B)(6) medical center in (B)(6) on or about (B)(6) 2012. On (B)(6) 2012, testing was performed that showed the ivc sticking through the field caval wall and into the aortic wall. One of the filter struts was also pointing into the right retroperitoneal space near the ureter. On (B)(6) 2013 the filter was noted to be unremovable and it was 'sticking into the aorta'. On (B)(6) 2013 the filter was successfully removed despite some difficulty with the procedure as the hook of the filter was embedded." It is alleged that: patient has endured extreme pain and suffering.